Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided with moderate ketones. A correction bolus was delivered to address the bg. Customer changed supplies to address the issue. Additionally it was reported that the customer went to the emergency room (ER). Customer¿s family member declined to provide any additional information regarding cause or outcome of ER visit.